Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g148 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g148 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The photographs verify the pto leak as a pool of blood is seen on the right side of the pto on top of the cellex instrument pump deck. The pto appears to be properly locked into the pump deck on the side where the leak occurred. The origin of the leak could not be determined from the photographs. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. A root cause for the pto leak could not be determined from the information provided. No further action required at this time. This investigation is now complete. Investigation complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report that they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer stated that approximately 1100 mls of whole blood was processed at the time the leak occurred. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The patient was reported to be in stable condition. The doctor discharged the patient after normal results were received from a hemogram test. The customer returned photographs for investigation.